Event description:
It was reported that the lead was opened on 2011 (B)(6) but not used during a case. The healthcare provider thought the lead appeared to be damaged. When the lead was removed from the protective sleeve the lead was bent closer to the distal end. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
.

Event description:
Additional information received there was no patient injury.

Manufacturer narrative:
Analysis of lead model 3387s-40 lot# v822994 showed that the distal end of the lead was bent. Functional testing of the system indicated that continuity was acceptable and there were no shorts between circuits.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.